Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit display lights up; however, the information displayed is illegible¿. The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit display lights up; however, the information displayed is illegible. There was no patient harm.